Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 8.0x40mm sterling balloon was advanced to the 90% stenosed and moderately tortuous unspecified shunted vessel. The balloon was inflated and ruptured at 8atms on the first inflation. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as "good". Additional information was requested but is not available.